Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008 as reference above. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all info concerning the case to our complaint handling department. As soon as supplemental info becomes available an updated report will be submitted.(B)(4). This is a bilateral patient. Left hip case is reported under (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt was implanted a durom us acetabular component 48/42 h on the right side on (B)(4) 2007. The pt is being monitored due to unk reasons.